Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent botox injection, removal of inclusion cyst, and cystoscopy on (B)(6) 2009 due to urethral diverticulum and urge incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported the patient underwent mesh implantation to treat bladder prolapse and stress urinary incontinence. After implantation the patient underwent mesh excision due to urinary frequency, nocturia, urgency, overactive bladder and a bulge in the anterior vaginal wall.(B)(4).